Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/05/2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.